Manufacturer narrative:
The device was received with the needle mechanism fully deployed. Inspection of the soft cannula found it to be stretched out of specification. Inspection of the fluid path components found the exposed portion of the soft cannula to be punctured by the hard cannula. This puncture resulted in a tear that diverted fluid from the intended fluid path. It could not be confirmed when or how these damages occurred. The download data shows no timeouts or high pulse widths that would indicate a struggle to deliver insulin. No other damages that would affect insulin delivery were observed.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 493 mg/dl, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.